Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the transmitter stopped working for several hours. No additional event or patient information is available. Data was provided for analysis. Data analysis revealed signal loss lasting longer than one hour on the incident date (B)(6) 2019. Confirmation of the complaint was confirmed. The probable cause was potential patient misuse by manually closing the app.